Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead alerts had triggered since new device was implanted approximately one month ago. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.